Event description:
It was reported that during device unpackaging and prior to use, the 3.0 x 28 mm xience prime stent implant dislodged and was found in the inner pouch/stylet. The device was not used. There was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted no blood or contrast visible. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. There were smashed struts on the first five rows at the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal outer diameters could not be measured due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodging however this could not be confirmed. Additional handling during packing for return analysis likely contributed to the noted stent damage as it was not likely a pre-existing condition as the protective sheath would not have fit over the balloon and stent with the damage noted. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for stent dislodgements. All stent delivery systems are visually inspected for stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.